Manufacturer narrative:
According to the conformable gore® tag® thoracic stent graft with active control system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2021, this patient underwent emergency endovascular treatment using conformable gore® tag® thoracic stent graft with active control system for an acute type b aortic dissection rupture. An endoleak was observed, and touch-up ballooning was performed. The endoleak decreased but slightly remained. Stronger touch-up ballooning was performed. Final angiography was not performed. It was reported the patient¿s vital signs were stable during the procedure. The patient tolerated the procedure. On (B)(6) 2021, one or two hours after the initial procedure, the patient presented with cardiac arrest. It was reported that the patient recovered with heart massage, but hypotension remained. Computed tomography image revealed an endoleak, a proximal type I or type iiib endoleak was suspected. The patient underwent emergency reintervention. An additional stent graft was deployed. The endoleak was resolved.